Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian'), device dislocation ('migration of essure device location of device:'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder type of disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Most recent follow-up information incorporated above includes: on 20-may-2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: perforation (fallopian tube(s)), migration of essure device location of device were added. New reporter and dob were added. Product information was updated. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.